Manufacturer narrative:
The customer informed the remote service engineer (rse) that they had recently replaced the flow sensor assembly (fsa) and data acquisition (da) printed circuit board assembly (pcba). The rse informed the customer to replace the fsa under warranty if less than 90 days old. The customer stated that they would verify their device readings and replace the parts if still out of specification. Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. The gfe attempts also included a request for the patient information from the time of the event. No response or further information was received from the customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that the machine would not go into standby mode. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had recently replaced the flow sensor assembly (fsa) and data acquisition (da) printed circuit board assembly (pcba). The rse informed the customer to replace the fsa under warranty if less than 90 days old. The customer stated that they would verify their device readings and replace the parts if still out of specification. This investigation is ongoing.